Event description:
The distributor contacted animas on 04/16/2014 alleging tactile changes to the keypad buttons prior to the keypad being damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2014 with the following findings: on examination, the keypad was noted to be peeling/lifting from below the ok button with the button contact exposed. On testing, all the keypad buttons responded normally and were fully functional. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Investigation confirmed the report of keypad damage; however, the report of tactile change was not confirmed or duplicated on investigation and the keypad was found to be fully functional.